Manufacturer narrative:
The device passed the displacement accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device passed functional test including displacement test, rewind test, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The device was tested using a water fill test reservoir. No delivery anomalies were noted during testing. The device functioned properly. The device was received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 16 mg/dl at the time of the incident. The customer was getting no delivery alarms earlier that day. The customer lost consciousness and ended up crashing their car. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer also had another low event and a car accident in (B)(6) 2017. The customer reported that they believed that the insulin pump was over delivering. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.